Manufacturer narrative:
This case was assessed as reportable to the FDA as the event necrosis (injection site necrosis) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This MDR is related to MDR 3013840437-2023-00116 referring to the same patient. This spontaneous report was received from a us health care professional and concerns a female patient. She was injected with radiesse, into the cheeks (off label use of device), on friday prior to this report on (B)(6) 2023. In (B)(6) 2023, after the radiesse injection, the patient experienced a vascular occlusion, severe pain and an area of necrosis inside her mouth above her left molar. She informed the reporter about it on the day of this report. Corrective treatment included flooding with saline, lidocaine, hylenex, aspirin, viagra and warm compresses. At the time of this report, the patient was still in a good deal of pain (as reported). Due to the provided information, the outcome of the events was considered as not resolved.